Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the problem with table. Review of the log files showed geometry hardware related issues. Upon troubleshooting, fse identified actual cause of the issue was faulty spc5 low power module of the headband as there was no led popping on this module. To resolve the issue, fse replaced low power module of the headband and by calibration of geometry related to this module. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's geometry movements failed. There was no reported patient or user harm. Philips has started an investigation of this complaint.